Manufacturer narrative:
This report is being supplemented to provide additional information (e2, e3, g3, h6, h10) regarding the reported event. Additional information received identified the event occurred during a diagnostic procedure. There was minimal delay and no patient injury/harm occurred.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report. Detailed information was requested from the customer but no further information could be obtained. In addition, the actual product has not been returned, so the root cause of the problem has not been identified. Therefore, the following is an probable cause based on the current information: it is highly likely that the ignition-related device was deteriorated due to long-term use, resulting in the ignition malfunction when the lamp was lit, and the main lamp (xenon) did not light and the emergency lamp turned on. Alternatively, there is a possibility of lighting failure due to aging of the lamp.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer received a lamp ignition error on the video system center when turning on the lamp. The customer reported hearing clicking prior to the error message. After the error message was received, the spare lamp came on. Per the customer, as far as he's aware, the facility is not using 3rd party lamps and the lamp hour indicator is at 500 hours. The lamp is to be replaced..